Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced ventricular bigeminy and non-capture prior to reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited intermittent loss of capture and variable thresholds. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.